Event description:
Allegedly component has separated.

Manufacturer narrative:
Corrected data/additional information received: this is a duplicate complaint and has already been reported as medwatch report # 1043534-2011-00536. Therefore, this report was filed in error. This event occurred in (B)(6).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information on the component revised has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00575. This event occurred in (B)(6).